Event description:
It was reported that balloon detachment occurred. A 3.00mm x 20mm emerge balloon catheter was selected for use. However, during the procedure, it was noted that the balloon sheared off the catheter. The procedure was completed with a different device. There were no patient complications reported.